Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the pump's load process. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood sugar. Corrective actions included the customer replacing infusion sets and cartridges during troubleshooting, following which no issues were reported. Tandem technical support confirmed the cartridge alarm and arranged to send a replacement pump along with necessary instructions for returning the problematic pump. The customer chose to use manual insulin delivery as a backup therapy and had up-to-date pump software.